Event description:
Reportedly, when attempting to remove the instrument, the staples looked well formed, however, the knife only cut 3/4 of the tissue. The instrument was stuck in the abdomen. The surgeon had to undo the anastomosis and re-open the intestine to remove the instrument and re-did the anastomosis by hand. The pt is reported to be in good condition. No ill-effects to pt.